Manufacturer narrative:
The customer discarded the sample.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 2. The home patient (hp) was not connected. The transfer set disconnected from the betacap adapter. The technical service representative (tsr) explained the message and informed the hp to start over again using new supplies. The hc unit was operational. No patient injury or medical intervention was reported. A follow up call was made to the home patient's nurse. The nurse stated that the transfer set became disconnected from the betacap adapter during the home patient's sleep. The home patient was taken to the emergency room where the transfer set was replaced and a prophylactic antibiotic was given. The nurse stated that the home patient has been doing fine.